Event description:
It was reported that during an aortic valve replacement surgery, the blade broke. It was also reported that there were no adverse consequences as a result of this event. No further information has been provided.

Manufacturer narrative:
The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Investigation results indicate that the break potentially occurred due to prying or bending of the blade during use, but this cannot be confirmed. The root cause is undetermined.

Event description:
It was reported that during an aortic valve replacement surgery, the blade broke. It was also reported that there were no adverse consequences as a result of this event. No further information has been provided.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade broke at the mount. The investigation is ongoing.